Event description:
An abbott customer technical advocate (cta) was contacted by a customer stating that cell-dyn 4000 analyzer is misreading the barcodes on the sampling rack. For example, "02" is read as "68". Barcodes are being misread about once per month. No impact to pt management was reported.